Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that they had a recoverable 32097 fault on their system on startup. The customer stated that they recovered the fault five times and the issue remained. The tse had the customer perform a hard power cycle on the patient side cart (psc) and the psc powered up and faulted shortly after successfully completing a power on self-test. The customer did not have another psc available to perform the case. The customer may complete the case with three arms. There was no report of patient involvement or reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm3) due to error 32097. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm3 was returned for failure analysis, and the reported failure was confirmed and replicated. System logs revealed error 31226 indicating ¿aurora link error reported by (acs), downstream link to (acc)¿ on the 0x3 axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a patient side cart fixture test platform (pftp) where fiber test was found to be failing on the 0x3 axis. Once testing was completed, the rolling loop fiber was verified to be the source of the fault. The complaint was confirmed based on the field failure analysis. Failure analysis was able to conclude that the rolling loop fiber assembly was found to be the root cause of the reported event. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.